Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a propofol drip infused faster then intended. A new propofol bottle and IV set were hung at 0100 at a rate of 19.9 ml/hr and at 0225 the bottle was found to be almost empty. The IV set was disconnected and the nurse ran the infusion over a trash can and two nurses noted that the rate appeared to be running faster than the set rate of 19.9 ml/hr. The propofol IV set was transferred to channel c and the infusion appeared to be running at the appropriate rate. The suspected pcu and pump module were sequestered and sent to biomed. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.